Event description:
Both silicone breast implants are ruptured. Placed above muscle in 1984. Unfortunately, I had no knowledge of the risk for rupture prior to conducting my own internet medical journal search. I found the FDA recommends MRI and patient nor doctor cannot determine if rupture has occurred unless frank symptoms. Current mammograms require significant squeezing pressure be applied to breasts creating further rupture risk. I have had increased connective tissue and joint pain for several years. I am an otherwise healthy active person. FDA safety report ID # (B)(4).